Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction of "unit shuts off" "ECG monitoring disabled" was not confirmed. The device logs were corrupt and unable to be reviewed. The device testing was unable to duplicate the customer report. The reported malfunction of "self test failed for defib and pacer" was observed during the review of device's history logs. The device was put through extensive testing without duplicating the customer report. An internal inspection of the device did not yield any discrepancies. The monitor board was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) during transport, the device inappropriately shut down and displayed an "ECG disabled" message and self-test failed for defib and pacer functions. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.